Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A systems check with tandem technical support verified the pump was functioning as intended, however, occlusions continued and a replacement pump was sent to the customer.

Manufacturer narrative:
B1 adverse event and/or product problem. B2 outcomes attributed to adverse event. B3 date of event. H1 type of reportable event. Health effect - clinical code: remove e2403 add e1205. Health effect - impact code: remove f26 add f11.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. A systems check with tandem technical support verified the pump was functioning as intended, however, occlusions continued and a replacement pump was sent to the customer.